Manufacturer narrative:
(B)(4): eval results: gi bleed.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 1st obtuse marginal. It is reported that the pt complained of black stools for 1 week, and he had occult blood in stool approximately 2 weeks post index procedure. He was started on protonix and his aspirin was reduced. Acute gastrointestinal (gi) bleed was diagnosed and he was started on iron.